Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the full height drawer 6 was not opening and replaced the latch inseparable and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.